Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on 24-apr-2015 which refers to a (B)(6) old female patient who had essure (fallopian tube occlusion insert) inserted on an unspecified date for sterilization. Physician stated that she was not the provider who placed the device originally. The preliminary investigation determined that patient was experiencing discomfort and one device was not in proper position and it appeared to be in the uterine wall. Physician was able to successfully remove the entire micro insert from patient's uterine cavity by hysteroscopy on (B)(6) 2015. Ptc investigation result was received on 06-may-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a(B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and an investigation revealed one device was not in proper position; it appeared to be in the uterine wall. This device was successfully removed by hysteroscopy. The reported event, regarded as device embedment into uterus (partial uterine perforation), was considered serious due to medical importance and is listed according to essure's reference safety information. Uterine tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In this particular case, although the exact mechanism of the reported device embedment is unknown; given its nature a causal relationship with the suspect insert cannot be excluded. This case was considered an incident, since an intervention was required for essure removal. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.

Manufacturer narrative:
Follow-up from 12-aug-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and an investigation revealed one device was not in proper position; it appeared to be in the uterine wall. This device was successfully removed by hysteroscopy. The reported event, regarded as device embedment into uterus (partial uterine perforation), was considered serious due to medical importance and is listed according to essure's reference safety information. Uterine tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In this particular case, although the exact mechanism of the reported device embedment is unknown; given its nature a causal relationship with the suspect insert cannot be excluded. This case was considered an incident, since an intervention was required for essure removal. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.